Event description:
It was reported that during an initial implant, the helix of the lead would not fixate after several positioning attempts. The helix would retract, but to extend the helix took over fifty rotations. When the helix did fixate, the pacing and sensing thresholds were poor. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.